Event description:
An agilis steerable catheter that was being used during a supraventricular tachycardia (svt) and aflutter ablation, lost its ability to be maneuvered. Procedure was an electrophysiology study. No harm to patient as a result of the malfunction. Pt. Was discharged home.